Manufacturer narrative:
Date of event: exact date unknown, however stated as about one week post op. If explanted, give date: not applicable; lens remains implanted to date. (B)(4). Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that following the implantation of a zkb00 intraocular lens (iol) into the left eye, the patient complained of halos, vision was not clear, and flickering. Additional information received revealed there were no complications or injuries during the surgery. Vision has improved but the flickering persists. The patient also reported that he may have wrinkling in the back of the eye. The patient stated the symptoms affect his daily activities such as driving at night. The patient stated in a subsequent communication after the refractive period that he is miserable because of the flickering and vibrations of the iol.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.